Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) detected electromagnetic interference (emi) and triggered a lead integrity alert (lia) on the right ventricular (rv) lead. The device remains in use. The patient is enrolled in the (B)(6) clinical study. No patient complications have been reported as a result of this event.